Event description:
It was reported that a PICC was implanted in 2007. Then the pt received two chemotherapies, the hosp reflected that the pt's condition was well. In the interval of treatment, the pt returned to the local hosp for catheter maintenance, the process was unknown. On the evening of the following month, it was found that there was only the connector, and no catheter part in the implantation site. The catheter was found slid into the right atrium through x-ray examination. The pt was emergently sent to the general surgery the next month, the catheter was removed by intervention operation in the afternoon of the same day.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review is not possible, as no mfg lot number has been provided by the complainant.